Event description:
It was reported that the pump would not turn back on. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
Device not returned.